Event description:
This complaint was created due to the receipt of a medwatch report (mw5168212) received on 27mar2025. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against an unknown l-hook. This was reported as a malfunction. The reporter elected to remain anonymous. The report states that "a competitor's monopolar cord attached to a non-(B)(6) lap l-hook sparked and caught the drape on fire during a procedure. The monopolar cord burnt off and detached from the lap lhook end, accompanied by a loud pop and spark. The monopolar cord was connected to a forcefxc generator. There was no injury as a result of the event." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (mw5168212) received on march 27, 2025. A search of the complaint system has not found a complaint reported for this device during this timeframe. The report was found to be written against an unknown l-hook. This was reported as a malfunction. The reporter elected to remain anonymous. The report states that "a competitor's monopolar cord attached to a non-(B)(6) lap l-hook sparked and caught the drape on fire during a procedure. The monopolar cord burnt off and detached from the lap lhook end, accompanied by a loud pop and spark. The monopolar cord was connected to a force fxc generator. There was no injury as a result of the event." This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.